Event description:
Pt reported experiencing erratic blood glucose levles since using specified infusion sets. Pt indicated that on 3/24/06, she experienced a low blood glucose level (40 mg/dl) resulting in the paramedics administering a glucose IV. Pt indicated that she had rotated her sites and was unsure if the erratic blood glucose levels were caused by the infusion sites or the tubing. Pt indicated that she had surgery on her toe and started a diet program one month algo. Pt indicated that she had been experiencing stress.